Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s continuous glucose monitor read "high", however, a specific bg value was not provided. Additional information was not provided. Attempts were made to obtain additional information, however, additional information was not received.